Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable event description: it was reported, the basket of an ngage nitinol stone extractor would not close correctly before use, during a ureteroscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation evaluation: reviews of complaint history, device history record (DHR), manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. No photos provided. A search of our distribution center database found all devices from the reported lot had been shipped. No similar product from the same lot was available for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint device was not returned. There are multiple possible causes for the failure of the basket to close properly. Without the device available, the cause of the issue could not be determined. All devices are inspected for functionality and damage multiple times during manufacturing and subsequent quality control checks. The risk analysis for this failure mode was reviewed, and it was determined that no actions were required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: certified surgical technologist (cst). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy in the ureter using a ngage nitinol stone extractor, the basket would not close properly. A new basket was opened to complete the procedure. No adverse effects have been reported due to the alleged malfunction.